Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.